Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 - incorrect anatomy.

Event description:
It was reported that this was a closure of an access site in the right carotid artery using a prostyle after a carotid intervention procedure using a 13f sheath. The sutures of one prostyle were used successfully. Reportedly, when an attempt was made with a second prostyle device, there was some resistance during advancement "from trying to hold a little pressure on the carotid while trying to advance the device". When the device was being removed, the black sheath portion of the device separated from the distal (metal guide) and remained in the patient anatomy. Femoral access was obtained and a snare device was used to go up to the carotid artery to remove the separated prostyle sheath. Surgery was performed to achieve hemostasis in the right carotid artery. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy due to the need for the snare to remove the separated prostyle sheath and surgery to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that may contribute to difficult to advance and guide separation include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during removal. The separated guide likely contributed to the device entrapment. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.